Event description:
The patient reported that the screen of their current pump was cracked, making it unreadable. There was no reported adverse impact to the customer¿s blood glucose level. The customer declined follow-up troubleshooting with tandem technical support, therefore no additional information could be obtained.